Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
Clinic notes dated (B)(6) 2013 note that the generator could not be detected upon interrogation. It was noted that diagnostic testing showed lead impedance ok and neos - no. It is unknown if the patient's generator has been attempted to be interrogated since (B)(6) 2013 and whether or not the programming system is functioning. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient underwent generator replacement surgery. Despite attempts to have the generator returned for analysis, the generator has not been received to date.